Event description:
Patient reported "suspected bilateral rupture","rare sparse cysts measuring up to 0.4 cm","it is known that it announced a worldwide recall", and "suffering from severe headaches." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.